Event description:
Device unable to deploy; device removed and manual pressure applied.======================manufacturer response for mynx closure device, mynx grip access closure device (per site reporter).======================replaced item with same type of item.what was the original intended procedure?cardiac cath.